Event description:
It was reported that the ventricular lead was oversensing and had noise. It was suspected that this was related to the patient's physical movement. The patient will continue to be followed and the lead remains in use. There were no reported patient complications as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.